Manufacturer narrative:
The infusion pump was returned to the manufacturer for investigation. Based on the results from the detailed investigation, the pump itself performed according to specifications and there were no functional flaws regarding the operation of the pump. An overinfusion was alleged at the time of the initial complaint, but based on all testing an over-infusion could not be duplicated. There is a possibility that the account returned the wrong pump which may explain why the one that was returned functioned according to specifications.

Event description:
It was reported that following a foot procedure the pt complained of numbness in the area where the infusion pump was placed. The pump was removed by the surgeon and there was no additional treatment administered as a result of the alleged numbness.